Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic and non-dependent patient presented in clinic with pulse generator alerts (pmt) pacemaker mediated tachycardia, inappropriate programming. The physician decided not to reprogram the device, as the patient ventricular paces less than 1 percent. No plans for intervention.